Event description:
Medtronic received information that after implant, this bioprosthetic heart valve migrated into the left ventricular outflow tract; a surgical intervention was performed the day after the initial implant to resolve the issue. It was not reported whether the device was replaced or repositioned. There were no adverse effects reported beyond the reoperation.

Manufacturer narrative:
Additional information has been requested; a supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
This product is not approved for sale in the us, therefore does not meet the reporting criteria for MDR 3500a submission. The initial report was sent out inadvertently.